Manufacturer narrative:
(B)(4). Concomitant products - unknown magnum cup catalog # unknown lot# unknown, m2a-magnum mod hd sz 52mm catalog # 157452 lot # unknown, unknown liner catalog # unknown lot # unknown. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial left total hip arthroplasty. The patient experienced periprosthetic femoral fracture due to fall. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.